Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and procedure was performed by using another room. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to boot up, the c-arm movements were unavailable, and the table was free-floating. Review of the system log file showed that malfunctioning in geo-pc. Upon troubleshooting fse found that the issue was caused by a malfunctioning geo pc, which prevented the system from fully booting with operational geometry. To resolve the issue, fse replaced geo pc. The defective component was returned to philips for analysis, and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on investigation outcome.